Event description:
The pt was reportedly experiencing pain when wearing the external equipment. Testing showed that the pt's device is not functioning. The surgery to explant the pt's device has been scheduled.